Event description:
It was reported that, during use, the device was taking too long to obtain a reading and was reading low or incorrectly with reported values of spo2 77 and pulse rate 22. Sensor was placed correctly and patient was in seated position. The user tested the sensor on themselves and observed the same readings. Sensors were swapped out to isolate failure. The user switched monitors and noticed the other pulse ox monitor was reading properly. The monitor was then turned on and off to reset it. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.